Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿70-90% stenosis and severe calcification; (deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 70-90% stenosis and severe calcification 22 inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the lad with 70% - 90 % stenosis but the stent could not cross. After several attempts the physician removed the device and reported that the shaft was broken. The procedure was completed with another stent. Patient is ok. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. There were numerous kinks visible along the hypotube. The 1st proximal stent segment was partially flatted with a number of slightly raised struts. The remaining segments were intact. No shaft break or detachment was visible. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).